Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and no anomalies were found. However, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the atrial lead dislodged due to patient non-compliance with physician orders. The physician was unable to reposition the lead as it was bound down by scar tissue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.